Manufacturer narrative:
Additional information received by the manufacturer. It has been identified that this event should be re-evaluated for MDR reporting. The new information states that the striking plate of the device broke external to the patient which will not contribute to serious injury as the breakage had no contact or risk of contact with the patient or effect on the tissue being treated. This device issue may require use of a replacement or alternate device to complete the surgical procedure, and may result in a short delay while that alternate device is obtained. Therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that, during thr surgery, the end of one (1) anthology inserter poster hard snapped off when impacting. The procedure was resumed, without any delay, using a s+n back-up device. Patient was not injured as consequence of this problem.

Manufacturer narrative:
Internal complaint reference: (B)(4).